Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked drawer, looked for electrical problems, and no problems found. Based on the findings, it was determined that the issue was due to a medication spill or the presence of foreign material. The system functioned as intended when the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary electrical soot found in drawer. However, there were no delays or adverse events or injuries reported based on this event.